Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the proximal conductor was fractured. It was noted that there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism. We did receive performance data collected from the device and have analyzed the data. Fifteen ventricular nonsustained tachycardia (nst) episodes of <=210 ms occurred on (B)(6)-2011 in the timeframe between 10:04:20 and 10:58:34. Twelve ventricular fibrillation episodes of <=210 ms average v-cycle occurred between (B)(6)-2011 14:22:50 and (B)(6)-2011 10:05:45. Ventricular short interval count v-sic=3715 counts, in 0.78 day, occurred between (B)(6)-2011 17:23:13 and (B)(6)-2011 12:09:42. Weekly pace lead impedance trend data show various spike increases for max a pace= 464 to 1040 ohms range between (B)(6)-2011 and (B)(6)-2011.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that the patient received inappropriate shocks and the right ventricular (rv) lead was oversensing and "false sensing." It was also reported that the right artial (ra) lead had high impedance, difficult insertion into the header, and was kinked in the pocket. The rv lead was explanted and replaced. The ra lead is still in use. No further patient complications have been reported as a result of this event.